Event description:
This lead was attempted but could not get into the cs. The united states procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).